Event description:
The patient reported that he had a problem on insulin pump. The customer's blood glucose level was 103 mg/dl. The patient said that he had a MRI test and he was wearing it and he was getting a35 alarm. The customer was advised that the insulin pump will be replaced and referred to backup plan. The patient was advised to return pump with battery and zero basal. No further information was reported.

Manufacturer narrative:
Insulin pump alarmed motor error and motion sensor test failure due to motor encoder out of phase. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).